Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during a stent graft placement procedure, the stent was allegedly failed to deploy. It was further reported that the sheath allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returened for evaluation. The returned sample was found in unlocked and activated condition without stent. The distal end of the guidewire lumen including tip was found broken off and missing; the force transmitting joint of the stent sheath (j1) was found broken and the stent sheath was missing; the disposition of the broken off components was not known. The slide block of this device, a force transmitting component was found no longer connected to the proximal sheath and tether. The investigation therefore leads to confirmed result for break, and for failure of a bonding joint. A deployment failure cannot be confirmed because the stent was not part of the sample return. Based on evaluation of the sample break of a force transmitting joint, and break of a catheter segment as well as the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy, detachment of parts, and high deployment forces. Regarding correct deployment the instruction for use states "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation and accessories, the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "0.035 inch (0.89 mm) guidewire of appropriate length (¿) introducer sheath with appropriate inner diameter and length." H10: d4 (expiry date: 11/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent was allegedly failed to deploy. It was further reported that the sheath allegedly broken. There was no reported patient injury.